Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 3ml ll 200 s/c was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: material no. 309657; batch no. 0044648. It was reported that the plastic of syringe was bent. Caller reported that plastic of syringe was bent. Number of occurrences - 2 times . Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is available for investigation. (May have disposed). Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further follow up is required. Customer called back and stated bd has not contacted him asking for product to be returned and inquired how long he needs to hold on to the product in case they request it back. Cts advised customer that bd hasn't given any specific timeline, but as it has been over a week since the report, if customer would like to dispose of it bc he hasn't heard back and doesn't want to keep it, he can do so. Customer acknowledged and understood.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll 200 s/c was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: material no. 309657 batch no. 0044648 it was reported that the plastic of syringe was bent. Caller reported that plastic of syringe was bent. Number of occurrences - 2 times. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is available for investigation. (May have disposed) resolution - cts explained that bd might follow up with caller regarding returning. Syringe/needle. Caller was able to successfully fill a cartridge. No further follow up is required. Customer called back and stated bd has not contacted him asking for product to be returned and inquired how long he needs to hold on to the product in case they request it back. Cts advised customer that bd hasn't given any specific timeline, but as it has been over a week since the report, if customer would like to dispose of it bc he hasn't heard back and doesn't want to keep it, he can do so. Customer acknowledged and understood.